Manufacturer narrative:
The expired suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the expired device be returned later, the investigation will be reopened.

Event description:
The customer alleges that during a venogram, the expired catheter tip detached within the patient while removing the catheter over the a guidewire. No additional patient injury to report.